Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a catalyst procedure, the surgery center reported a capsular ruptures requiring a vitrectomy procedure. A brief description from the surgery center indicated capsular break occurred either at 2 or 6 clock hours away from the hydrodissection cannula during the hydrodissection with the same gentle injection and was in conjunction with sextant lens treatment. The surgeon indicated that since this was in conjunction with a sextant treatment, the surgeon was not sure if this was due to the capsulotomy weakness traveling posteriorly or a posterior capsule defect traveling anteriorly. If the assumption from the surgeon was correct, the surgeon proposed discontinuing the lens softening and only uses capsulotomy to see if there were any further occurrences. The surgery center reported there were 2 patients that experienced capsular ruptures that resulted in a vitrectomy procedure performed. This is 2 of 2 reports. Another report will be submitted to capture the 1st patient.

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 1/31/2016 however, the manufacturing site has provided the date as february 2016. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.